Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 660 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and vomiting. The patient had gone to the hospital emergency room where they had been transferred by ambulance to another hospital. Once at the hospital upon removal of the pod the patient reports the cannula was found to be bent. The patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital after 24 hours. The patients pod will not be returned as it has been discarded.